Manufacturer narrative:
Follow-up #1: date of submission 03/16/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: the complaint could not be duplicated or confirmed. Data from the date of the complaint had been overwritten due to continued pump use. The pump powered on, and was exercised for 24 hours with no loss of prime warnings or duplicated alarms. The force sensor calibration did not measure within specifications. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.